Event description:
Patient with incisional hernia and mesh infection. Following mesh removal and hernia repair, the hernia recurred. It was noted that the mesh had torn; the mesh was replaced with a larger piece of mesh.